Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers had failed and were not detected on the bus. The field service engineer (fse) reseated and inspected all cables, checked the slide bumpers, and cleaned the electronic drawer components. After completing these actions, the customer tested the drawers and confirmed that the system was functioning without issues. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers failed and were not detected on the bus. The customer attempted multiple recovery attempts; however, all efforts were unsuccessful, and the drawers remained unrecognized. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.